Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Multiple manufacturers were referenced in the article, but with no manufacturer death-device/product failure correlation. The date of death is purely an estimate, as there is no indication of medtronic-device patient deaths. The gender of the baseline characteristics is male and the baseline age is 69 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿systolic heart failure and cardiac resynchronization therapy: a focus on diastole.¿ int. J. Card. Imaging. 2014;30(5):897-905. (B)(4).

Event description:
A journal article was reviewed which contained information regarding cardiac resynchronization therapy/implantable cardioverter defibrillators (icds). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient deaths were referenced in the article, with no specific manufacturer or device serial number correlation. The cause of death has been requested and follow up did not yet yield any additional information.

Event description:
Additional information was obtained through follow up with the author/physician. The author indicated that there were no death-device allegations, and that of the fourteen patient deaths with this manufacturer's device; there were two that had unknown causes and twelve that were not device related, such as cancer, heart failure, stroke, surgery, and pneumonia.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Multiple manufacturers were referenced in the article, but with no manufacturer death-device/product failure correlation. The date of death is purely an estimate, as there is no indication of medtronic-device patient deaths. The gender of the baseline characteristics is male and the baseline age is 69 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿systolic heart failure and cardiac resynchronization therapy: a focus on diastole.¿ int. J. Card. Imaging. 2014;30(5):897-905.